Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer¿s other blood glucose level was 440 mg/dl, 400 mg/dl. The customer was treated with bolus for high blood glucose level. The customer also stated that the insulin pump was not delivering the basal. Customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform high performance test. Based on customer report customer does not allege insulin pump was under delivering. Customer passed the displacement test for the insulin pump. Customer also reported that insulin was exited at the quick release. Customer states auto mode feature was not in use. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.